Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and investigation is complete.

Event description:
It was reported that sin necrosis occurred during use of the zimmer cylindrical tourniquet cuff. The issue occurred on a (B)(6) male after 120 minutes of tourniquet use at 270mmhg pressure. The procedure was completed using the reported device. There was no report of any extension/delay in surgical time associated with the report. Add'l info indicated that a skin graft was performed on the pt to treat the necrosis. Follow up regarding the condition of the pt indicated that the pt is gradually recovering from both the acl treatment site and the skin necrosis site which had the skin graft.